Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer went into analyzer software without getting a communication error.

Event description:
It was reported that prior to using the programmer for a case, while preparing, it was noticed that a message kept appearing stating that the analyzer lost communication with the programmer and to cancel or restart. After several attempts to restart, the issue persisted. The programmer and analyzer were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.